Event description:
During a clear+brilliant training session, a clinic employee undergoing training mentioned having met someone who experienced hyperpigmentation post treatment. There was a demarcation of hyperpigmentation from the treatment, almost looking like stripes. The clinic member met the patient years ago and cannot provide the date, clinic, patient, or device information.

Manufacturer narrative:
As the reporter was unable to provide any date, clinic, patient, or device information, no follow-up is possible. The device is not available for evaluation. According to the clear+brilliant user manual, discoloration is a known possible reaction to treatment. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypo-pigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with clear+brilliant laser treatment. Following appropriate instructions for sun protection will lower the risk for pigmentation changes. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
Additional information includes clinic name and address in section e. No further information is available. The conclusions from our previous submission remain unchanged.